Event description:
It was reported that approximately a month post implant the patient presented to the emergency room due to "feeling dizzy" and a heart rate in the 30-40 beats per minute range. Interrogation of the device showed bipolar impedance of 9999 ohms. The output was set to 7.5 volts and 1.5 milliseconds and there was capture. When the pocket was opened, it was noticed that the right ventricular lead set screw was loose on the device. It was noted that all impedances and capture were accessed to be normal on the analyzer. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.